Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." And "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Evaluation of device found evidence that failure mode was due to torsional overload of the inserter, causing device to fracture and severing the suture.

Event description:
It was reported patient underwent a superior labral tear from anterior to posterior repair procedure on (B)(6) 2013. After implanting the juggerknot device the suture fractured. The device was removed and another hole was drilled. After implanting another device the implant pulled out. Another juggerknot device was used to complete the procedure.